Event description:
Pt having ercp with sphincherotomy. Physician felt the cautery unit surge when doing the spincherotomy cut. Pt developed pancreatitis following procedure and physician felt it resulted from the surge from the cautery unit.